Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed on august 25, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
The report is filed october 15, 2015.